Manufacturer narrative:
UDI:(B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned a2079 mayfield base unit. The secondary drawbar is broke off of the base unit. Both handles are out of adjustment and are not holding properly. The link arm and suitcase are missing. Evaluation showed that part of the shock cushions are worn. The unit needs preventive maintenance, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield infinity xr2 base unit (a2079) has a broken adaptor; the piece with the yellow and blue tagged threaded knobs for tightening. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.